Event description:
It was reported that the customer had a blood glucose level of 637 mg/dl which dropped to 34 mg/dl after she overbolused. She was hospitalized on (B)(6) 2014 for an asthma related issue and was on steroids. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).